Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained. The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. The cause was determined to be use error - patient switched the final line bag only and reused the disposable set. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report is for use error - reconnecting a new bag during therapy. During troubleshooting with baxter technical representative (tsr), the home patient (hp) stated that during fill, got a new bag and connected it back to the final line. The tsr explained that it was not proper thing to do and the therapy should have been ended. The tsr advised to contact registered nurse(rn) regarding this issue of connecting a new bag during mid - therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.